Event description:
My health declined from essure. Chronic fatigue, raised crp inflammation, sweats, weight gain, sore joints, pain, where coils are placed, swelling, bloating, allergies, rashes, headaches, migration etc...